Event description:
It was reported that during a follow up in clinic, extra cardiac stimulation was observed. X-ray imaging was performed and dislodgement of the right ventricular (rv) lead due to twiddler's syndrome was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, loss of capture was observed. X-ray imaging was performed and dislodgement of the right ventricular (rv) lead due to twiddler's syndrome was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, the helix was able to be extended and retracted when torque was applied directly to the inner coil. The measured full helix extension length was within product specification.